Event description:
It was reported that the tip of guide wire unretrieved. The 1.1mm nitinol guide wire broke off in the patient while inserting the femoral screw. The surgeon tried to remove the tip of the guide wire and was unable to retrieve. Tip of guide wire remains in the patient. The procedure was completed successfully, no further incision or second surgery was necessary. Right knee acl.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The complaint evaluation revealed that the nitinol guide pin is broken off and bent close at the breakage area. Device met all specifications as received. Device history record revealed nothing relevant to this event. This type of event is typically caused by excessive driver force applied over the guide pin, driver tip hitting flex point of the guide pin, prying/leveraging on the guide and/or re-using a guide pin from the single-use disposables kit that had been bent from prior use. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.